Manufacturer narrative:
Subject device is not available

Event description:
During the ischemic stroke case, the physician noticed that the long sheath was kinked via fluoroscopy when the long sheath was advanced to common carotid. Then the physician tried to advance the distal access catheter through the long sheath, however it was not able to pass the kinked section. So the physician tried the second distal access catheter (subject device), and after the physician removing long sheath from the patient the microband of the second distal access catheter was found in the long sheath. No clinical consequences was reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. As per the event description, it was clarified that the physician noticed the long sheath was kinked through the fluoroscopy and then he tried 1st catheter. But the catheter could not get pass the kink section of the long sheath. The reason why the physician did not change the kinked long sheath was because he had already got the access and he did not want to lose it. So he tried the subject catheter to see whether it was able to pass the kink. And after retrieving the long sheath from the patient, the microband of the subject catheter was found in the long sheath. An assignable cause of opertaional context will be assigned to the reported catheter shaft broken, as the investigation indicates another product caused the issue..

Event description:
During the ischemic stroke case, the physician noticed that the long sheath was kinked via fluoroscopy when the long sheath was advanced to common carotid. Then the physician tried to advance the distal access catheter through the long sheath, however it was not able to pass the kinked section. So the physician tried the second distal access catheter (subject device), and after the physician removing long sheath from the patient the microband of the second distal access catheter was found in the long sheath. No clinical consequences was reported to the patient.